Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified popliteal artery. The 6.0 x 40 mm armada dilatation catheter was advanced to the target lesion and inflated to 8 atmospheres (atm) for 180 seconds. The dilatation catheter balloon ruptured. The device was removed without difficulty. There was no adverse patient effect or clinically significant delay. A second same size armada was used without issue. No additional information was provided.